Event description:
It was reported that during a laparoscopic low anterior resection procedure, the outer seal was not assembled properly. Besides, the obturator could not be inserted via the outer sleeve. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good physical condition. The housing cap was misassembled on to the housing of the device, causing a misalignment between the hole on the housing cap and the sleeve of the trocar. This could have caused the reported incident. No conclusion could be reached as to how this issue occurred. No incident related to the reported event was observed during the batch record review.